Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed: the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole at the lap joint sheath assembly was observed. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheaths and clear imaging window tubing. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that water leaked at the hub. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right distal coronary artery. During preparation to perform a percutaneous coronary intervention a opticross¿ imaging catheter was used. When the catheter was flused, water leaked from the hub part of the device. The procedure was completed with another with same device and the patient's condition was good. However, device analysis revealed an open hole at the lap joint sheath assembly.